Event description:
Customer called to report that the paramedics were called to treat low blood glucose. The blood glucose reading at the time of the event was 22 mg/dl. Customer was found convulsing in supply closet at work. Customer was given IV, he refused to be taken to the hospital. Customer stated that he is a brittle diabetic. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.